Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned for analysis as received. The double bend was measured and was found to be within product specification. Electrical testing did not identify any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to capture. The lead was not used and replaced during procedure. The patient was stable.